Event description:
Customer reported an issue with battery depletion. There was no adverse impact to the customer's blood glucose level. The customer declined a call back from customer technical support, and no additional information was received regarding further actions taken.